Manufacturer narrative:
(B)(4). Batch # m53k4h. Trocar the analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged no allowing the anvil to properly assemble on the device. Once the anvil was attached to the device it was difficult to remove. No functional test was performed due the condition of trocar. No conclusion could be reached as to how the trocar became damaged. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4): batch # m53k4h.the batch/lot history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that prior to an esophagectomy procedure, the nurse opened the package of the device, took out the device and could not separate the anvil and the device. The assistant surgeon tried and failed too. So the surgeon changed a new same device to complete the procedure. There were no adverse consequences for the patient reported.